Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mixed mitral regurgitation, a prolapsed and flail anterior leaflet for a mitraclip procedure. During the procedure a mitraclip ntw and a mitraclip nt were implanted successfully. The final mr <1. There was no adverse patient effects or clinically significant delay reported. On (B)(6) 2025, during a follow-up transthoracic echocardiogram it was determined that the mitraclip ntw had a single leaflet detachment (slda) and the clip was no longer attached to the posterior leaflet. The mr increased to grade 2. The patient was clinically stable and was asymptotic. The plan was to continue to monitor the patient with no intervention at this time.